Manufacturer narrative:
A review of the manufacturing records could not be conducted since the requested lot number remains unknown. Additionally no UDI information is available.

Event description:
The following was reported to gore: on (B)(6) 2001, a patient underwent aortic repair with a bifurcated vascular graft. On an unknown date, a follow up CT revealed a perigraft seroma. The physician elected to monitor it. On an unknown date, 2013, an aneurysm was found at the anastomosis of the left common iliac artery. A stent graft was implanted to treat the aneurysm. It was reported that there was no change in the status of the seroma. On (B)(6) 2018, the patient was hospitalized for fever. A CT revealed air in the seroma and perigraft infection. On (B)(6) 2018, drainage was performed. On (B)(6) 2018, the patient underwent drainage of the seroma, partial resection of the duodenum and surgical reconstruction. A fistula was found in the seroma and the horizontal crus of the duodenum. The patient tolerated the procedure. The physician mentioned as intraoperative findings that he suspected the leak of serous fluid was from the bifurcation of the graft. The suspected are of the seroma source was not covered. The patient is doing well, but it is not known whether the infection had resolved.

Manufacturer narrative:
Date of event being used is (B)(6) 2001, one day following implant as it is unknown when the seroma was recognized.

Manufacturer narrative:
B.3. Updated. B.5. Updated.

Event description:
The following was reported to gore: on (B)(6) 2001, a patient underwent aortic repair with a bifurcated vascular graft. On an unknown date, a follow up CT revealed a perigraft seroma. The physician elected to monitor it. On an unknown date, 2013, an aneurysm was found at the anastomosis of the left common iliac artery. A stent graft was implanted to treat the aneurysm. It was reported that there was no change in the status of the seroma. On (B)(6)2018, the patient was hospitalized for fever. A CT revealed air in the seroma and perigraft infection. On (B)(6) 2018, drainage was performed. On (B)(6) 2018, the patient underwent drainage of the seroma, partial resection of the duodenum and surgical reconstruction. A fistula was found in the seroma and the horizontal crus of the duodenum. The patient tolerated the procedure. The physician mentioned as intraoperative findings that he suspected the leak of serous fluid was from the bifurcation of the graft. The suspected area of the seroma source was not covered. The patient is doing well, but it is not known whether the infection had resolved.